Event description:
It was reported that the customer had motor error alarm. The customer's blood glucose was unknown mmol/l. Troubleshooting was performed. The customer was advised that the insulin pump need to be replaced and revert to backup plan. No further information was reported.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked display window, minor scratches on display window and cracked case near display window corners noted during visual inspection. No button error alarms noted. Insulin pump had no button response due to corroded keypad traces. Unable to confirm motor error alarms due to no button response. Motor tested ok.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).